Event description:
It was reported that the customer was hospitalized for dka. The customer stated that the events leading to hospitalization might be possible leaks. It was indicated that the last set change was the day before the event. The programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. It was stated that the md wants the customer's pump replaced. The customer conveyed that they had been hospitalized twice in the last two months due to dka.